Event description:
From the call center: I have a patient that has a pacemaker and not working correctly. I need to speak with someone. Device was checked and found to have a dead battery. A battery revision was performed and the explanted device was disposed of. No further action to be taken.